Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a burr on the non-sharp part of the blade during surgery. The blade was not in contact with the patient. Additional information has been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of burr on non-sharp part of the blade; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause for the customer complaint issue could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. (B)(4).